Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was placed on dual antiplatelet therapy (dapt). On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, which confirmed a leak measuring 6 mm. The closure device was angulated at the inferior base and was not aligned with the edge of the atrial appendage. A fabric edge leak was also noted, likely related to the closure device angulation. The patient remains on dapt. It was further reported that the patient was treated to heart failure symptoms starting on (B)(6) 2025 leading up on (B)(6) 2025 to a percutaneous coronary intervention of the distal right coronary artery (rca) and posterior descending artery (pda). During implant procedure there were two (2) deployments were required due to the highly angulated and quickly tapering nature of the appendage. The closure device was well-seated in the ostium of the appendage, the compression was acceptable (10-15percent), in the 45-degree view, there was a 1/3-1/2 shoulder that appeared to appropriately cover the fabric. In all other views, degree of the shoulder was one third or less. It was not felt that the closure device could be deployed any deeper in the appendage due to the shallow depth and tapering morphology. The closure device showed no significant migration with a tug test and revealed adequate recoil. No leak was detected by color doppler on transesophageal echocardiography (tee). The closure device was released, and the watchman access system sheath was removed from the left atrium. On (B)(6) 2026 the patient was referred to cardiothoracic (CT) surgery.

Manufacturer narrative:
H6: patient code added.

Event description:
Reported via clinical study. It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was placed on dual antiplatelet therapy (dapt). On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, which confirmed a leak measuring 6 mm. The closure device was angulated at the inferior base and was not aligned with the edge of the atrial appendage. A fabric edge leak was also noted, likely related to the closure device angulation. The patient remains on dapt. It was further reported that the patient was treated to heart failure symptoms starting on (B)(6) 2025 leading up on (B)(6) 2025 to a percutaneous coronary intervention of the distal right coronary artery (rca) and posterior descending artery (pda). During implant procedure there were two (2) deployments were required due to the highly angulated and quickly tapering nature of the appendage. The closure device was well-seated in the ostium of the appendage, the compression was acceptable (10-15percent), in the 45-degree view, there was a 1/3-1/2 shoulder that appeared to appropriately cover the fabric. In all other views, degree of the shoulder was one third or less. It was not felt that the closure device could be deployed any deeper in the appendage due to the shallow depth and tapering morphology. The closure device showed no significant migration with a tug test and revealed adequate recoil. No leak was detected by color doppler on transesophageal echocardiography (tee). The closure device was released, and the watchman access system sheath was removed from the left atrium. On (B)(6) 2026, the patient was referred to cardiothoracic (CT) surgery.

Event description:
Reported via clinical study. It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was placed on dual antiplatelet therapy (dapt). On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, which confirmed a leak measuring 6 mm. The closure device was angulated at the inferior base and was not aligned with the edge of the atrial appendage. A fabric edge leak was also noted, likely related to the closure device angulation. The patient remains on dapt.